Event description:
It was reported per general comment that the indeflator takes a while to inflate balloons to the required atmosphere. It has been noted when using the indeflator it has to be rotated many times to inflate the balloons. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that during preparation the device was not fully connected resulting in the reported difficulties/leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Dates estimated. The UDI number is not known as the part and lot number were not provided.